Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6, h10 corrected fields: d4. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse rotated the light blue slot, located under the helium cylinder, to 90 degrees. It had been positioned for the bigger cylinder. During operational tests, the unit would not autofill. The fse stated that this occurred due to a blood invasion. The fse replaced the pim and drive manifold. The fse then carried out operational tests with positive results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was off and had a sudden loss of helium under the helium cylinder and does not perform auto-filling. There was no patient harm.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) was off and had a sudden loss of helium under the helium cylinder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) was off and had a sudden loss of helium. There was no patient involvement.

Event description:
It was reported that before use while the cardiosave intra-aortic balloon pump (iabp) was off, hospital personnel discovered it had a sudden loss of helium under the helium cylinder. There was no patient involvement.